Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during undergoing planned procedure when the issue happened. The procedure was delayed and completed after restarting the system. Philips remote service engineer (rse) checked the system remotely and confirmed the reported issue. On another case philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing log, a motor assembly error with was detected. Upon troubleshooting, it revealed a motor assembly error that preventing frontal arm operation. Philips implemented the correction. To resolve the problem, fse replaced amc triple servo drive. After replacement amc triple servo drive, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system by restarting the system with a little delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.